Event description:
It was reported that the carescape b850 monitor allegedly did not audibly alarm for a low heart rate or a low pulse oximetry reading resulting in delay of treatment. The patient survived the event. No ECG strips or log files of the event are available. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
Patient data was not provided by the hospital.